Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited decreased impedances from 1000 ohms to 500 ohms. Additional information was provided that the lead later exhibited loss of lv capture and high impedances, and was therefore surgically abandoned. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
If additional information becomes available, the event will be updated.